Manufacturer narrative:
(B)(4). Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that staples were missing from the staple line after firing and the instrument was difficult to fire but completed the firing sequence. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the first squeeze was fine. On second squeeze, there was a resistance and a crunching/grinding noise, and the staple line failed. The surgeon hand sewed the anastomosis to fix the staple line and the case was completed.